Event description:
A report was received by ciba vision from a surgeon that a patient had a memorylens explanted due to opacification. Although numerous attempts were made to contact the doctor by telephone and fax, no additional information was provided.